Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 1999 and mesh was used. The pt experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional info has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 1999 in order to treat vaginal uterine prolapse, rectocele, and stress urinary incontinence. It was reported that following insertion the patient experienced severe pain, bladder infections/urinary tract infections, kidney infections, kidney issues, pain, blood clots, internal bleeding, severe infection, cysts/non malignant tumors, incontinence, severe pain in bladder, numerous infections, and inability to urinate or empty the bladder. It was reported that the patient underwent a partial hysterectomy in (B)(6) 1999. It was reported that the patient underwent mesh revision, partial mesh removal in (B)(6) 2010, and remaining mesh removal on (B)(6) 2010. It was reported that the patient underwent an additional procedure on (B)(6) 2010 for urethrolysis, suprapubic mid urethral sling, and cystourethroscopy with bladder biopsy for stress urinary incontinence, intrinsic sphincter deficiency, and urinary urgency/frequency. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced nocturia, urgency, urinary frequency and urinary retention. (B)(4). The initial medwatch and supplemental medwatch reports were sent to the FDA via (B)(6). This supplemental medwatch report is being submitted electronically.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. It was reported that the patient underwent desara (caldera) sling implant on (B)(6) 2010 due to sui. It was also reported that the patient underwent combined vaginal and retropubic urethrolysis, complete sling removal, autologous pubovaginal sling with rectus fascia harvest, and cystourethroscopy on (B)(6) 2012 due to sui and persistent pain. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent sling revision due to body swelling, pain, bleeding and pulling sensation in (B)(6) 2010. The patient underwent sling removal on (B)(6) 2010 with lso, right ovary excision and diagnostic laparoscopy due to pelvic pain.